Event description:
It was reported that battery s/n (B)(4) shown "fail" sign on charger but the battery indicator illuminates green led. The battery of life ended within 2 years under appropriate maintenance.

Manufacturer narrative:
Zoll circulation has not received the product for eval and this complaint is still under investigation.